Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kpp jumbo 3 2013 ap 4901730080156, 0037131782apa, 0037131782apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Lot # is not available. (B)(4). Lot number: ni. Expiration date:na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported she got a scratch and applied band aid brand kpp bandage to it. After she got in a swimming pool, she wiped off waterdrops and then replaced the kpp with a new one. As she started to have a rash on the site, she visited a dermatologist. According to her, she was prescribed rinderon (synthetic adrenocortical hormone argent (steroid)) and was instructed to apply the drug to the site and covered it again with kpp. After she used the drug and kpp as instructed, the rash was getting worse. When she read the package insert of kpp, it mentioned that the product could not be used along with disinfectants.